Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿bacterial infection¿; however, this could not be medically confirmed, therefore, the cause of the event was assessed as unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency and duration not reported) and cephalosporin (dose, route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.